Event description:
Takawira, n., han, r. J., nguyen, t. Q., gaines, j. D., han, t. H. Spinal cord stimulator and epidural haematoma. British journal of anaesthesia ( br. J. Anaesth. ). 2012;109(4):649-650. Doi: 10.1093/bja/aes335. Summary: the authors presented an unusual case of delayed onset epidural haematoma caused by lead migration which developed 72 h after a spinal cord stimulator trial in a (B)(6) male. This was followed by spontaneous resolution. Reported event: a (B)(6) male undergoing a spinal cord stimulation trial experienced sudden relocation of stimulation to his right flank, abrupt onset of burning lower back pain, inability to lift his knees, and neurological deficits. MRI identified a rapidly developing epidural hematoma. The trial leads were removed. Within a few hours of the MRI, the patient showed spontaneous improvement of lower extremity sensory and motor function and improved back pain. No surgical decompression was performed. After 5 days, the patient had no residual neurological effects and MRI showed complete resolution of the hematoma. Lead migration was the likely cause of the hematoma.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4). The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.